Event description:
This procedure is part of create pas: a tia was noted post procedure. The patient was not able to lift right arm nor keep it up. Able to grip and rotate wrist. The event lasted 12 minutes with full recovery. Patient recovered without sequelae. Please reference MDR 2183870-2013-00086 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.